Event description:
Per the surgeon, the patient was explanted due to infection around the implant site. Patient was explanted in 2008. Patient was reimplanted with a new device six months later.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.